Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. This MDR being submitted for unknown number of quantities. It was reported that patient faced infusion set cannula bent events on 26-oct-2024 and 14-nov-2024. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient got hospitalized on (B)(6) 2024 due to high blood glucose and ketones. The blood glucose level was 26 mmol/l and the patient was treated with intravenous (IV) and fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.